Event description:
It was reported that the customer's pump screen was dark and would not turn on despite various troubleshooting steps, including attempts to charge it and observing led indicators. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer was instructed to use multiple daily injections as a backup, and technical support arranged to send a replacement pump and charging accessories, while also instructing the customer on the return process for the malfunctioning pump.